Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure that the when the staff removed the hand switch from the coag change the unit stayed activated. Unknown as to how the procedure was completed. There were no adverse consequences for the patient.